Manufacturer narrative:
Plc161000 (B)(4). Concomitant medical products. Additional devices: rlt281416 (B)(4), pla280300 (B)(4), pla280300 (B)(4).

Event description:
On (B)(6) 2018 a patient was undergoing endovascular aortic repair with gore® excluder® aaa endoprostheses featuring c3® delivery system. All components were prepped per instructions for use (IFU). The trunk-ipsilateral-leg component was advanced via the left side and positioned at the renal arteries. The constraining mechanism was then removed. The contralateral gate was cannulated and a 12 fr gore® dryseal sheath was advanced into the gate. While deploying the remainder of the trunk-ipsilateral-leg component and the contralateral-leg component, it was realized the entire system had moved down away from the renal arteries and into the aneurysm sac. This was due to the physician inadvertently pulling the graft, instead of the sheath, as intended. Two aortic extender devices were then placed between the proximal end of the trunk-ipsilateral-leg component and the aortic neck. There was a residual endoleak at the proximal end of the treatment area. It was not known whether it was a type ia or type iii endoleak. The plan for the patient is to have an early post-procedure scan with reintervention to follow for further aortic extender coverage. During the procedure the patient's right internal iliac artery was unintentionally covered with a contralateral leg endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
The imaging evaluation stated the following: one time-point available for evaluation; post-implantation cta dated 1/05/2018. There appears to be an excluder® device implanted in the patient ~3.2cm distal to the left renal artery. There appears to be two aortic extenders® between the level of the left renal artery and implanted within the trunk of the excluder® device. There appears to be ~2.1cm of overlap between the two aortic extenders®. There appears to be ~.6cm of overlap of all 3 devices. (Excluder® and each aortic extender®) contrast can be visualized outside the implanted devices beginning just proximal to the level of the proximal end of the excluder® device. There appears to be ~1.7cm of overlap of the proximal excluder® and the 2nd aortic extender®. It appears there may be lack of apposition between the distal portion of the 2nd aortic extender® and the excluder® trunk device. The contra limb in the rci appears to extend into the rei, covering the right internal iliac artery origin. The riia appears to be occluded. Contrast can be visualized in the riia distally, suggesting retrograde flow from a collateral vessel. Probable type iii endoleak.